Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned device included the header bag, guidewire, arteriotomy locator, hemostasis sheath and carrier tube assembly. The guidewire was looped around itself. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The mated hemostasis sheath and carrier tube assembly was subjected to visual analysis. The anchor was observed to be in the hemostasis sheath. No other visual anomalies were observed on the mated hemostasis sheath and carrier tube assembly. The hemostasis sheath and carrier tube assembly was subjected to functional testing. The device was reset to forward lock position and the anchor was observed to release. The device was then pulled back to rear lock position and the anchor was observed to post on the tip of the hemostasis sheath. Digital force was applied to the anchor and the collagen released with suture. The tamper tube did not release. No other functional anomalies were observed. The device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried blood like substances were found between the inner lumen of the carrier tube assembly and the outer surface of the tamper tube as can be seen in attached pictures. There were no visual anomalies were noted with the tamper tube. The tamper tube outer diameter (od) was measured along with the carrier tube inner diameter (ID). The ID of the carrier tube assembly was measured to be 0.067" which was within specification of 0.068" +/- 0.005". The od of the tamper tube was measured to be 0.060" which was within specification of 0.060" +/- 0.002". The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy in the patient. After all the steps where completed. The technologist pulled back on the angio-seal, and the whole device came out with the collagen and anchor still in the sheath. The patient was fine. Additional information was received on 14may2021. The procedure performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The patient was in stable condition. Manual pressure was used.